Event description:
It was reported that the patients implantable pulse generator (ipg) was unable to be charged. It was noted that the boston scientific representative was unable to feel the ipg with the palm and believed that the ipg had migrated. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted.